Manufacturer narrative:
No lot number was provided by the customer; therefore, a review of the manufacturing device history record could not be performed. No sample was provided by the customer; therefore, an evaluation of the complaint device for deficiency of construction could not be performed. Based on the investigation, no specific assignable cause can be determined as there is limited information. We are unable to determine if the lid or liner had deficiency due to the molding process or the issue was at the end user. Without a specific assignable cause, no action will be taken at this time. We will continue to monitor trends based on this type of issue.

Event description:
Customer reported that when the suction canister was replaced during an emergency c-section, it had no suction and the liner was being crushed within the hard shell as if the vacuum pressure was suctioning around the liner instead of within the liner. There was a 5-7 minute delay to change out to a new canister with no adverse event or injury to the patient.